Event description:
This case was reported by a consumer and described the occurrence of asthma in a patient who received poligrip (super poligrip comfort seal strips) for loose dentures. A physician or other health professional has not verified this report. Concurrent medical conditions included congestive heart failure. Concurrent medications included premarin, coumadin, toprol, monopril, potassium and lasix. In 2005 the patient started poligrip (dental). Approximately 2 weeks later the patient experienced wheezing. They were seen by a lung specialist the following month. They reported they could hardely breath when taking the breathing tests and that they were diagnosed with asthma. The patient was prescribed fluticasone propionate-salmeterol xinafoate (advair) and salbutamol sulfate (albuterol) for treatment. They reported they did not take the albuterol but they were taking the advir. Treatment with poligrip was discontinued in 2005.the events improved since discontinuing use of poligrip. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event reported.